Event description:
It was reported that insulin from the reservoir was leaking into the reservoir compartment. It was stated that the customer's blood glucose rose up to 450mg/dl, and the customer experienced nausea, vomiting, and ketones. Troubleshooting was performed. The alarm history showed several no delivery alarms during basal. The high pressure test was performed and passed. It was noticed that the cannula was bent while changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.